Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead had become dislodged; the lead exhibited a loss of capture, as well as, under sensing. The lead was explanted and replaced successfully. The patient's condition was stable post procedure.